Event description:
The company was informed that the pt developed an infection two months after implant surgery. Skin irritation from the headpiece was observed. The pt's device was explanted. The pt was given intravenous antibiotics for two weeks (type unk) with another 1-2 weeks post-operative antibiotic use. The pt continues to be monitored by the clinic.